Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. The products returned for evaluation were a 4fr d/l powerpicc catheter, a 0.018¿ guidewire, and a 3cg stylet. The catheter appeared free of manufacturing damage/defects. The outer diameter, lumen widths, and wall thickness were measured and confirmed to meet the device specification's. The guidewire appeared free of kinks and/or bends. The 3cg stylet was returned in two segments, with a complete break in the magnetic region of the stylet. The magnetic region segment was kinked and curled both proximal and distal to the break site. Microscopic examination of a kinked location revealed that the plastic tubing contained a complete circumferential break, while the core wire had stayed intact. The wall thickness of the plastic tubing and the outer diameter of the core wire were measured and verified to meet the device specifications. Although the break in the wire could be confirmed, the root cause could not be determined from the returned sample. Possible contributing factors include extending the stylet past the end of the catheter and/or advancement against resistance. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text: evaluation findings are in section h.11.

Event description:
It was reported "during placement of PICC the ECG waveform was not showing so patient needed confirmatory chest x-ray, upon xray imaging it was determined ~3cm of PICC stylet ECG wire tip was residing inside patient near axillary/shoulder region. Catheter was inserted in patients right upper cephalic vein."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn3061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during placement of PICC the ECG waveform was not showing so patient needed confirmatory chest x-ray, upon xray imaging it was determined ~3cm of PICC stylet ECG wire tip was residing inside patient near axillary/shoulder region. Catheter was inserted in patients right upper cephalic vein."